Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues. Functional testing was performed, including leak testing, clear passage test, clamp function test, and device-device interaction testing, with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette leaked. This occurred during patient use. The location of the leak was not identified. There was no patient injury or medical intervention associated with this event. No additional information is available.